Event description:
It was reported that high dft (defibrillation threshold) was observed and that pulse width optimization and lead position did not produce an acceptable safety margin. Therefore, a new model 1580 lead was implanted.